Event description:
Reporter stated "the trigger mechanism is now extremely stiff, and in some cases, tissue samples are not being retrieved properly."

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A comprehensive review of the manufacturing and inspection records for this lot has been completed. No deviations or non-conformances were identified. One opened sample was returned by the customer for examination. A visual inspection was conducted on the returned product. It was found that the plunger had come off, preventing the device from functioning as intended. This confirmed the customer's complaint. A sustaining engineering project was carried out to investigate this issue in detail, identify the root cause, and implement corrective actions to address it. Please note that this lot was produced before the implementation of the project. Additional information provided in d.9., h.3., h.6. And h.11.

Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. Unfortunately, we did not receive any samples for evaluation, nor did we receive any photographic or visual evidence that would have allowed us to review the allegation in detail. Without this necessary evidence, we are unable to perform a thorough investigation or determine a root cause and corrective action at this time. As a result, no corrective action is required at this point. However, if samples are returned at a later date, we would be happy to reopen this complaint for re-evaluation. Additional information provided in h.6. And h.11.